Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed to address the issue. Additionally, the customer received a valid incomplete bolus alert; however, due to unfamiliarity with the alert, the customer delivered multiple bolus requests and experienced a blood glucose (bg) level of 64 mg/dl. Fruit and candy was consumed to address bg level.